Event description:
A hospital alleged multiple 3m¿ ranger¿ high flow warming sets (model 24370) lot hm9195 leaked at the bubble trap while using a hand pump. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
Date of report: date of events are unknown. Events reportedly occurred during the aug 2022 to oct 2022 timeframe. 3m has investigated and identified a manufacturing issue with the auto-venting bubble trap that introduces the risk of blood or fluid leaks while priming the sets and/or during fluid administration. There is no alleged injury to the patient or caregiver for this reported incident. 3m has initiated a field safety corrective action for lots associated with this issue. 3m has implemented a change to address the identified manufacturing issue and will continue to monitor.